Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation under the front therapy electrode described as a red rash. The patient consulted his physician who prescribed a medication. Follow-up indicated that the irritation had improved with use of the medication.